Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), neuron max 6f 088 long sheath (neuron max), non-penumbra stent retriever. During the procedure, the physician made a pass using the 3maxc and the stent retriever. Next, the 3maxc was removed from the m2 segment of the mca. It was reported that the physician initially thought the that entire 3maxc was removed. Upon performing an angiogram, the physician noticed that approximately three centimeters of the 3maxc distal tip broke off in the mca and was left inside the patient. The procedure was concluded at this point. Approximately six hours after the procedure, the physician attempted to retrieve the 3maxc broken tip using a stent retriever and direct aspiration; however, only a part of the broken tip was removed. It was also reported that it is unknown how much of the 3maxc broken tip was left inside the patient. There was no report of an adverse effect to the patient.